Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain six of six of peritoneal dialysis therapy. The reporter stated that there was air in all the lines except the heater line. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative advised the reporter to remove the cassette and reviewed proper procedures, per the user manual, with the reporter. It was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.